Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation alleges that sometime after (B)(6), 2009, patient learned she had elevated concentrations of various metallic elements in her blood. There is no mention of revision surgery for either hip.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Litigation papers allege that the patient suffered pain and suffering, disability, physical impairment, disfigurement, loss of the capacity for the enjoyment of life and excessive levels of chromium and cobalt in her blood as a result of the implantation with the asr hip implants. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.